Event description:
A malfunction was reported with a device, identified by the error code 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer planned to return the device, with an expected return date, and received a replacement pump with a new serial number.